Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to pace sense failure. A new lead was implanted. Additional information indicated that the current failed rv lead was the old tachy lead. The fineline apparently failed at the previous and the physician went back to use the pace/sense portion of the old tachy lead. No additional adverse patient effects were reported.